Event description:
It was reported that the user received an ¿urgent low soon¿ and ¿low glucose¿ alert and observed a glucose value of 64 mg/dl, after which they ingested approximately 8 ounces of juice, and a subsequent fingerstick measured 131 mg/dl; troubleshooting and education on treating with 15 grams of carbohydrate to avoid overcorrection were provided. Symptoms included none reported, and the user stated they felt fine. Outcomes included self-treatment with oral carbohydrates and recovery without need for medical intervention.

Manufacturer narrative:
Investigation included review of the event details and coaching on hypoglycemia treatment. Investigation of this case revealed no device malfunction and resolution with standard oral glucose intake. It was concluded that this was a hypoglycemia event with unclear cause and appropriate self-management. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.